Event description:
Customer's father reported leakage inside the pump. The father did not have any supplies at the time to troubleshoot. Explained the importance of the two high blood glucose rule to the father and to call back when available to troubleshoot. No additional details were provided.